Manufacturer narrative:
The device was repaired and returned to the customer.

Event description:
(B)(4).

Manufacturer narrative:
Customer issue was duplicated. We are waiting for the gas sensing unit parts to repair the unit, so it has not been returned to the customer as of yet.